Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). Visual and functional testing was performed on the returned device. The reported difficulties were confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat lesions located in the left anterior descending artery at the bifurcation of the diagonal artery. The patient presented with unstable angina. A 3.0 x 12 mm implant was selected for use. The device was prepped per the instructions for use in that the implant was manually heated prior to use. The delivery system was placed in the lesion and inflation was begun with a syringe following a step by step inflation technique; however, the balloon did not inflate and the implant did not deploy. The inflation syringe was replaced and the same inflation technique was repeated; however, deployment was also unsuccessful. After retraction of the delivery system it was confirmed that the implant had not started deploy and was firmly on the balloon. Another implant was deployed successfully without any further issues. No adverse patient effects or clinically significant delay in the procedure was reported.